Event description:
The hospital reported that cautery of vasoview hemopro 2 stopped heating/cutting during vein ligation. No added time or incisions. New kit was opened to finish the case. This was not a timeout, it was complete cessation of power to the jaws. Power setting at 3. Only cut vein with this device; no radial first. The surgeon switched cords and checked cord connections before replacing device. There were no attempts to change the power supply. No patient harm done.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.